Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for titanium lcp 4.6/5.0 10 hole plate, part and lot number unknown. Implant date reported only as between (B)(6) 2013, the explant date is not verified but is possibly the event date in the complaint record of (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a titanium plate broke postoperatively and surgery was necessary. No further information is available at this time. This report is for the unknown lcp broken plate 4.6/5.0 10 holes. This is report 1 of 1 for (B)(4).